Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 8.0x60x135 cm express ld vascular was used for treatment. However, during advancement, the stent was detached from the balloon and deployed in the vessel. The physician used a snare to catch and remove the stent from the patient's body. The procedure was completed with another of same device in a cross-over technique. No patient complications were reported and the patient's status was stable.